Event description:
A us distributor reported that a patient's electrode belt was damaged.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (damaged cable or wires exposed) has been confirmed. Upon investigation the electrode belts ecgs were non-functional. The electrode belt ECG "c&d" was pulled from the strain relief,, damaging wires in the cable. The root cause for the strained cable was excessive force. No adverse event resulted from the damaged belt.